Event description:
A physician successfully closed an arteriotomy using the starclose device. Two hours later, the patient experienced abdominal pain and a drop in blood pressure. The patient received 4 units of blood and 4 units of fresh frozen plasma. The patient was diagnosed with an "acute bleed after puncture wound to the epigastric vessels on the right". The puncture was surgically repaired. Patient's current condition is unknown.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.